Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing overfill during use. The following has been provided by the initial reporter: it was reported that there was overfilling. They were having issues with the tubes overfilling. Complaint 4 of 5.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing overfill during use. The following has been provided by the initial reporter: it was reported that there was overfilling. They were having issues with the tubes overfilling. Complaint 4 of 5.